Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed; the distal cone profile has no issues attributed to its state, however the proximal cone appears to have disturbance to its wing folds and as a consequence they are not folded neatly in position. The balloon does not appear to have been previously inflated/deflated and the disturbance to the proximal end may have occurred during withdrawal of the delivery system. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 78% stenosed, 10x4.5mm, concentric, de-novo target lesion containing a lesion bend of <=45 degree was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 12 x 4.50mm taxus&#10252;ibert&#610; drug-eluting stent was advanced to treat the lesion but the stent was dislodged. The dislodged stent could not be found after the CT scan was performed and was retained inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 78% stenosed, 10x4.5mm, concentric, de-novo target lesion containing a lesion bend of <=45 degree was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 12 x 4.50mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the lesion but the stent was dislodged. The dislodged stent could not be found after the CT scan was performed and was retained inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).